Event description:
While using the dens system to reduce an odontoid fracture on (B)(6) 2013, the surgeon heard several audible clicks from the dens angled screwdriver as he was inserting the 2nd screw. The driver spun around, and the surgeon was only able to halfway seat the screw into the c2 lamina. The surgeon inspected the driver and found the gears on the inside stripped. There was not another dens angled screwdriver available and the surgeon was unsuccessful in fully seating the screw using screwdrivers from other spine sets. After consulting with the patient's family, it was decided that the surgeon would remove the second screw and abort the odontoid reduction at this time. The surgeon was satisfied with the placement of the first screw. The surgeon will continue to monitor the patients healing progress, and will make a decision at a future time regarding revision surgery. The surgical time was extended by two hours.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.